Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no external damage. Event history logs were reviewed and confirmed a force sensor test error. Functional testing was able to replicate the reported issue; a force sensor test error was found at power up. The root cause of the reported issue was due to an out of calibration force sensor. The device was cleaned and greased; performed force sensor test and the was functioning. The product?s history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a message for occlusion and check infusion line. It was further reported that the device exhibited a force sensor error. It is unknown if there was patient involvement, no adverse patient effects were reported.